Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of injury ("injuries") in an adult female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2017, the patient had essure inserted. Essure was removed on (B)(6) 2022. An unknown time later she experienced injury (seriousness criterion intervention required). The patient was treated with surgery (essure removal). At the time of the report, the outcome of the event was unknown. No causality assessment was received for essure with regard to injury. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("pain, chronic pelvic pain") and device breakage ("patient suspected retained fragment(s) of metal after salpingectomy for essure removal") in a 36 year-old female patient who had essure inserted (lot no: d30801) for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: complication of device removal ("patient suspected retained fragment(s) of metal after salpingectomy for essure removal"). The patient had a medical history of nocturia, urinary incontinence, urge incontinence and dysmenorrhea in 2023, menses irregular in 2021, abdominoplasty in 2018, gallstones in 2017 and abdominal pain, weight loss, amenorrhea (she has had the mirena for four years and she does not get any periods with it), caesarean section and pelvic pain female. Previously administered products included: mirena. On (B)(6) 2017, the patient had essure inserted. Essure was removed on (B)(6) 2022. An unknown time later she experienced pelvic pain (seriousness criterion intervention required), device breakage (seriousness criterion medically important) and genital haemorrhage ("abnormal bleeding"). The patient was treated with surgery (bilateral salpingectomy). At the time of the report, the outcomes for pelvic pain and device breakage were unknown. The reporter considered device breakage, genital haemorrhage and pelvic pain to be related to essure administration. The reporter commented: an additional essure insertion date provided: on (B)(6) 2017. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2017: findings: uterine cavity appears normal. Both tubes appear blocked. There is no spillage from either side has confirmed both your fallopian tubes appear to be blocked. This means that the sterilisation procedure has been successful. [Pathology test] (date unknown): clinical details: lap b/l salpingectomy; nature of specimen(s): left fallopian tube, right fallopian tube. Macroscopy: received 3 piece's of tissue, smallest 20x5mm tube with fimbrial end, 2nd tubes 50x70x6mm with fimbrial end and cystic towards fimbrial end. A1 2 pieces's of fimbrial end and 2 pieces of ft; a2 3 ts of medium size; a3 3 x ts of tube and section of fimbrial end [ultrasound scan vagina] (date unknown): clinical details recurrent bilateral ifs pains, with tiredness, comprehensive blood test normal? Ovarian problems. Conclusion: no obvious pathology seen. [X-ray of pelvis and hip] on (B)(6) 2023: clinical details: retained metal clipis in pelvis. Pelvis: ap view. No previous imaging available for comparison. There are several linear metallic density seen in the soft tissues of the pelvis overlying the inferior sacrum measuring approximately 1.5cm to 2 cm in length, there also multiple surgical clips are seen in the soft tissues overlying the superior sacral region and one surgical clips seen in the soft tissues lateral to the left iliac wing. No bony abnormality. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 16-aug-2023: quality safety evaluation of ptc. After internal review, the reported event ¿patient suspected retained fragment(s) of metal after salpingectomy for essure removal¿ was split into device breakage and complication of device removal. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("pain, chronic pelvic pain") and device breakage ("patient suspected retained fragment(s) of metal after salpingectomy for essure removal") in a 36 year-old female patient who had essure inserted (lot no. D30801) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of nocturia, urinary incontinence, urge incontinence and dysmenorrhea in 2023, menses irregular in 2021, abdominoplasty in 2018, gallstones in 2017 and abdominal pain, weight loss, amenorrhea (she has had the mirena for four years and she does not get any periods with it), caesarean section and pelvic pain female. Previously administered products included: mirena. On (B)(6) 2017, the patient had essure inserted. Essure was removed on (B)(6) 2022. An unknown time later she experienced pelvic pain (seriousness criterion intervention required), device breakage (seriousness criterion medically important) and genital haemorrhage ("abnormal bleeding"). The patient was treated with surgery (bilateral salpingectomy). At the time of the report, the outcomes for pelvic pain and device breakage were unknown. The reporter considered device breakage, genital haemorrhage and pelvic pain to be related to essure administration. The reporter commented: an additional essure insertion date provided: (B)(6) 2017. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2017: findings: uterine cavity appears normal. Both tubes appear blocked. There is no spillage from either side has confirmed both your fallopian tubes appear to be blocked. This means that the sterilisation procedure has been successful. [Pathology test] (date unknown): clinical details: lap b/l salphingectomy; nature of specimen(s): left fallopian tube, right fallopian tube macroscopy: received 3 ppieces of tissue, smallest 20x5mm tube with fimbrial end, 2nd tubes 50x70x6mm withfimbrial end and cystic towards fimbrial end. A1 2 piecess of fimbrial end and 2 pieces of ft; a2 3 ts of medium size; a3 3 x ts of tube and section of fimbrial end [ultrasound scan vagina] (date unknown): clinical details recurrent bilateral ifs pains, with tiredness, comprehensive blood test normal? Ovarian problems. Conclusion: no obvious pathology seen. [X-ray of pelvis and hip] on (B)(6) 2023: clinical details: retained metal clipis in pelvis. Pelvis: ap view. No previous imaging available for comparison. There are several linear metallic density seen in the soft tissues of the pelvis overlying the inferior sacrum measuring approximately 1.5cm to 2 cm in length, there also multiple surgical clips are seen in the soft tissues overlying the superior sacral region and one surgical clips seen in the soft tissues lateral to the left iliac wing. No bony abnormality. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 04-aug-2023: medical record received. Event medical device removal is replaced with event device breakage. Historical drugs, medical history, concomitant conditions, & lab data updated. New reporter & patent details updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("essure removal") in a 36 year-old female patient who had essure inserted (lot no. D30801). There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2017, the patient had essure inserted. On (B)(6) 2022, 2044 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal). At the time of the report, the outcome of the event was unknown. No causality assessment was received for essure with regard to medical device removal. The reporter commented: an additional essure insertion date provided: (B)(6) 2017. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 03-aug-2023: essure lot number and a an additional essure insertion date provided. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("essure removal") in a 36 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2017, the patient had essure inserted. On (B)(6) 2022, 2044 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal). At the time of the report, the outcome of the event was unknown. No causality assessment was received for essure with regard to medical device removal. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 20-apr-2023: quality safety evaluation of ptc. Upon internal review, the unspecific event injury was replaced with essure removal. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("pain, chronic pelvic pain"), device dislocation ("essure migration.") And device breakage ("patient suspected retained fragment(s) of metal after salpingectomy for essure removal") in a 36 year-old female patient who had essure inserted (lot no. D30801) for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: complication of device removal ("patient suspected retained fragment(s) of metal after salpingectomy for essure removal"). The patient had a medical history of nocturia, urinary incontinence, urge incontinence and dysmenorrhea in 2023, menses irregular in 2021, abdominoplasty in 2018, gallstones in 2017, vaginal discharge and iud threads not visible in 2012 and bacterial vaginosis, pregnant, amenorrhea, seborrheic dermatitis, alopecia, abdominal pain, weight loss, amenorrhea (she has had the mirena for four years and she does not get any periods with it), multiple caesarean sections and pelvic pain female. Previously administered products included: mirena. On (B)(6) 2017, the patient had essure inserted. Essure was removed on (B)(6) 2022. On unknown date she experienced pelvic pain (seriousness criterion intervention required), device dislocation (seriousness criterion medically important), device breakage (seriousness criterion medically important) and genital haemorrhage ("abnormal bleeding"). The patient was treated with surgery (bilateral salpingectomy). At the time of the report, the outcomes for pelvic pain and device breakage were unknown. The reporter considered device breakage, device dislocation, genital haemorrhage and pelvic pain to be related to essure administration. The reporter commented: an additional essure insertion date provided: (B)(6) 2017 and (B)(6) 2017. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2017: findings: uterine cavity appears normal. Both tubes appear blocked. There is no spillage from either side has confirmed both your fallopian tubes appear to be blocked. This means that the sterilisation procedure has been successful. On (B)(6) 2017: result not given. [Pathology test] (date unknown): clinical details: lap b/l salphingectomy; nature of specimen(s): left fallopian tube, right fallopian tube. Macroscopy: received 3 ppieces of tissue, smallest 20x5mm tube with fimbrial end, 2nd tubes 50x70x6mm withfimbrial end and cystic towards fimbrial end. A1 2 piecess of fimbrial end and 2 pieces of ft; a2 3 ts of medium size; a3 3 x ts of tube and section of fimbrial end [ultrasound scan] on (B)(6) 2012: noting no obvious adnexal cysts or free fluid seen in the pelvis. [Ultrasound scan vagina] (date unknown): clinical details recurrent bilateral ifs pains, with tiredness, comprehensive blood test normal.? Ovarian problems. Conclusion: no obvious pathology seen. [X-ray of pelvis and hip] on (B)(6) 2023: there are several linear metallic density seen in the soft tissues of the pelvis overlying the inferior sacrum measuring approximately 1.5cm to 2 cm in length, there also multiple surgical clips are seen in the soft tissues overlying the superior sacral region and one surgical clips seen in the soft tissues lateral to the left iliac wing. On (B)(6) 2023: clinical details: retained metal clipis in pelvis. Pelvis: ap view. No previous imaging available for comparison. There are several linear metallic density seen in the soft tissues of the pelvis overlying the inferior sacrum measuring approximately 1.5cm to 2 cm in length, there also multiple surgical clips are seen in the soft tissues overlying the superior sacral region and one surgical clips seen in the soft tissues lateral to the left iliac wing. No bony abnormality lot number: d30801. Manufacture date: 2014-11. Expiration date: 2017-11. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 30-jan-2024: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("pain, chronic pelvic pain"), device breakage ("patient suspected retained fragment(s) of metal after salpingectomy for essure removal") and device dislocation ("essure migration.") In a 36 year-old female patient who had essure inserted (lot no. D30801) for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: complication of device removal ("patient suspected retained fragment(s) of metal after salpingectomy for essure removal"). The patient had a medical history of nocturia, urinary incontinence, urge incontinence and dysmenorrhea in 2023, menses irregular in 2021, abdominoplasty in 2018, gallstones in 2017, vaginal discharge and iud threads not visible in 2012 and bacterial vaginosis, pregnant, amenorrhea, seborrheic dermatitis, alopecia, abdominal pain, weight loss, amenorrhea (she has had the mirena for four years and she does not get any periods with it), multiple caesarean sections and pelvic pain female. Previously administered products included: mirena. On (B)(6) 2017, the patient had essure inserted. Essure was removed on (B)(6) 2022. An unknown time later she experienced pelvic pain (seriousness criterion intervention required), device breakage (seriousness criterion medically important), genital haemorrhage ("abnormal bleeding") and device dislocation (seriousness criterion medically important). The patient was treated with surgery (bilateral salpingectomy). At the time of the report, the outcomes for pelvic pain and device breakage were unknown. The reporter considered device breakage, device dislocation, genital haemorrhage and pelvic pain to be related to essure administration. The reporter commented: an additional essure insertion date provided: (B)(6) 2017 & (B)(6) 2017. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2017: findings: uterine cavity appears normal. Both tubes appear blocked. There is no spillage from either side has confirmed both your fallopian tubes appear to be blocked. This means that the sterilisation procedure has been successful.; on (B)(6) 2017: result not given [pathology test] (date unknown): clinical details: lap b/l salphingectomy ; nature of specimen(s): left fallopian tube, right fallopian tube macroscopy: received 3 ppieces of tissue, smallest 20x5mm tube with fimbrial end, 2nd tubes 50x70x6mm withfimbrial end and cystic towards fimbrial end. A1 2 piecess of fimbrial end and 2 pieces of ft; a2 3 ts of medium size; a3 3 x ts of tube and section of fimbrial end [ultrasound scan] on (B)(6) 2012: noting no obvious adnexal cysts or free fluid seen in the pelvis. [Ultrasound scan vagina] (date unknown): clinical details recurrent bilateral ifs pains, with tiredness, comprehensive blood test normal. ? Ovarian problems. Conclusion: no obvious pathology seen [x-ray of pelvis and hip] on (B)(6) 2023: there are several linear metallic density seen in the soft tissues of the pelvis overlying the inferior sacrum measuring approximately 1.5cm to 2 cm in length, there also multiple surgical clips are seen in the soft tissues overlying the superior sacral region and one surgical clips seen in the soft tissues lateral to the left iliac wing.; on (B)(6) 2023: clinical details: retained metal clipis in pelvis pelvis: ap view. No previous imaging available for comparison. There are several linear metallic density seen in the soft tissues of the pelvis overlying the inferior sacrum measuring approximately 1.5cm to 2 cm in length, there also multiple surgical clips are seen in the soft tissues overlying the superior sacral region and one surgical clips seen in the soft tissues lateral to the left iliac wing. No bony abnormality concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records:device migration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: (B)(6) 2023: device migration event added.reporters,medical history,lab data,patient information adedd. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.